Event description:
"It was found blood leakage at the beginning of the treatment". The blood flow rate was 187 ml/min, tmp, 134mmhg. The blood loss was relatively minor. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed. See scanned pages.